Event description:
Event description this pacemaker was producing a rate of 140 bpm upon interrogation, after the patient experienced a fall on a bike. There is concern that there is ventricular tachycardia (v-tachy) or pacer problems. A technical services (ts) consultant noted that the rate of 140 bpm is also the maximum sensing rate (msr). Both maximum voltage (mv) and accelerometer (xl) were on. It was confirmed that the 140 bpm was not a normal sinus rhythm. Ts suggested turning the sensors off to initiate v-tachy and atrial tachycardia logbook triggers at 140/8 to catch more of these occurrences. The patient will be monitored closely. The sales representative was contacted in an effort to get additional information; however, no response was received. Information was later received that this device had stored an episode of ventricular tachycardia (vt) with a rate of approximately 300 bpm. This episode appeared to be ventricular loss of capture. The patient experienced dizziness during this episode. It was noted that the output was programmed a bit low, but there was an adequate safety margin. The clinician felt the lead may have moved when the patient fell approximately four years ago. After investigation, it appeared to be premature ventricular contraction (pvc) that put the ventricle in refractory during the period the device was trying to pace at the sensor rate. No programming changes were made and there were no adverse patient effects.

Manufacturer narrative:
This pacemaker remains implanted. As a result, boston scientific is unable to confirm any allegations against this product. No additional information is available at this time. This event will be reopened if any additional information is received.